Manufacturer narrative:
Concomitant medical products: product ID: 977d260, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was trialing a spinal cord stimulation system. It was reported that the patient was undergoing a stimulation trial and had the leads placed on (B)(6) 2018. The patient complained of muscle spasms in the upper back and in both legs on (B)(6) 2018. The patient was taken to the emergency room. An emergency surgery was performed to remove a blood clot from her spine. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID 977d260 (B)(4)implanted: (B)(6)2018 explanted: (B)(6)2018 product type screening device product ID 977d260 (B)(6) product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the cause of the blood clot was unknown. There were no further complications reported.